Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a cut cable connecting the distribution node (dn) to the rear therapy electrode. Additionally, there was necessary equipment that was missing causing faults. The root cause for the cut wires was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.